Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 188 previously reported events are included in this follow-up record. Product return status 14 devices were received. 173 devices were evaluated in the field. 1 device was not available for evaluation.

Event description:
This report summarizes 188 malfunction events in which the device had paint chips missing. - 188 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 187 events were originally reported for this failure mode during the reporting quarter; however, 1 events were inadvertently excluded. 188 reported events are included in this follow-up record. Product return status: 15 devices were received. 172 devices were evaluated in the field. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 188 malfunction events in which the device had paint chips missing. 188 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 187 events were reported for this quarter. Product return status: 14 devices were received. 172 devices were evaluated in the field. 1 device investigation type has not yet been determined. Additional information: 187 devices were not labeled for single-use. 187 devices were not reprocessed or reused.

Event description:
This report summarizes 187 malfunction events in which the device had paint chips missing. 187 events had no patient involvement; no patient impact.